Event description:
It was reported that during an unknown procedure, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025 d4 batch #898c16 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface damaged making the reload nonfunctional and it was not returned analysis. The reload had the proximal 12 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the left gripping surface and the swing tab unlocked on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 898c16, and no non-conformances were identified. The lot#960c78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.